Event description:
Customer reported that upon priming tubing set, a crack and leak were noticed at the point where it connects to the alaris se pump, where the tubing meets the accuslide flow regulator. This set was not on a patient at the time of the event; no patient harm occurred. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.